Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report premature activation requiring intervention. It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) grade 4 with anterior flail leaflet. The physician attempted 3 times of leaflet grasping but with suboptimal mr reduction, and leaflet insertion suspected due to poor trajectory (aortic hugger). It was decided to retract the clip to the left atrium and re-adjusted the trajectory and clip orientation. The fourth attempt of leaflet grasping achieved good mr reduction but may not have sufficient leaflet insertion. While assessing residual mr, transmitral gradient, and other parameters with echo, the hemodynamic monitor showed a sudden elevation of left atrial pressure (v wave). Before any pre-deployment step was taken, it was observed on fluoroscopy the clip detached prematurely from the clip delivery system. The physician went through the deployment steps and implanted another clip (xt) lateral to the first clip to reduce the residual mr and stabilize the first clip. Mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated. The reported premature activation could not be replicated in a testing environment due to the returned condition of the cds. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, a cause for the premature activation during the procedure could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) grade 4 with anterior flail leaflet. The physician attempted 3 times of leaflet grasping but with suboptimal mr reduction, and leaflet insertion suspected due to poor trajectory (aortic hugger). It was decided to retract the clip to the left atrium and re-adjusted the trajectory and clip orientation. The fourth attempt of leaflet grasping achieved good mr reduction but may not have sufficient leaflet insertion. While assessing residual mr, transmitral gradient, and other parameters with echo, the hemodynamic monitor showed a sudden elevation of left atrial pressure (v wave). Before any pre-deployment step was taken, it was observed on fluoroscopy the clip detached prematurely from the clip delivery system. The physician went through the deployment steps per instruction for use (IFU) and implanted another clip (xt) lateral to the first clip to fix the residual mr. Mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects.